Event description:
Boston scientific received information that this patient had experienced some syncopal episodes two and a half years ago. This right ventricular lead was reprogrammed to unipolar configuration at that time due to impedance measurements greater than 2500 ohms caused by a fracture which resulted in the syncope. The caller was inquiring today about the design of the lead. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful as boston scientific does not have access to this clinic. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.